Manufacturer narrative:
G4: 19feb2020 b4: (B)(6)2020. The service technician confirmed the reported issue and indicated internal connection were okay, no visible damage. The service technician replaced the front bezel assembly to correct the reported issue and the nav (navigation) ring is operational, no other problems found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported a ventilator with a nav-ring failure. It was further reported that the touch screen also could not be utilized, and was failing calibration. There was no patient involvement or harm.